Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was exhibiting a rise in pacing threshold outputs causing the patient's pacemaker to prematurely deplete. Surgical intervention was performed and the pacemaker was explanted and replaced. The ra lead continues to remain in service. No adverse patient effects were reported.